Manufacturer narrative:
Date sent: 4/13/2009. Information anticipated, but univailable at this time.

Event description:
It was reported that during an unknown procedure, the blade broke. Unknown how case was completed. There were no adverse consequences to the pt. Additional info requested regarding location of broke piece and pt info/condition.